Event description:
One month old female with medical history of truncus arteriosus type I and ventricular septal defect status post two banding procedures underwent right ventricular outflow tract procedure using a 12mm pulmonary homograft on 07/26/1997. On 08/30/1997. Pt had valve explanted due to saccular aneurysm of homograft. The graft had pulled loose from the ventricle. And the pt was somewhat septic. The valve was replaced with an 11mm pulmonary homograft.